Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error alarm. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump received random or unexplained no-delivery alarms and issues where batteries lasted just 2 to 3 days. Troubleshooting was declined because he did not access to the insulin pump. The insulin pump will not be returned for analysis.